Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with a malfunction of unknown malfunction was confirmed and reproduced. The baxter personnel have determined that this condition is due to depleted main batteries. The main batteries were replaced to resolve the reported problem. Should additional information be received, a follow-up medwatch will be submitted. This is involving a pump with software version 5.04.00 which is categorized as unremediated. Similar reports have been received for the reported problem.? The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump where it is unknown what malfunction occurred. However, this event may have interrupted delivery, as it was identified during delivery in the general patient ward. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.